Event description:
A surgeon reports that during intraocular lens (iol) implantation, the iol would not fold properly in the iol delivery system. During this procedure, the incision was widened. Add'l info has been requested.